Event description:
It was reported that at one point the patient thought the implant was moving around about a year prior to the date of this report. It had kept moving around and it was way below his shoulder but was now back up there. They had done x-rays and everything was fine.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3387s-40, lot# v674526, implanted: (B)(6) 2011, product type: lead product ID: 3387s-40, lot# v674526, implanted: (B)(6) 2011, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).